Event description:
During a laparoscopic closure of the vaginal stump, it was reported that the needle broke in half. One half remained in the device and the other half fell into the patient's cavity. It was recovered with graspers. To finish, they opened a new suture. There was less than a 30 minute delay, no tissue loss or damaged, no bleeding, and no need to extend the incision. No adverse event reported due to the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).